Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to completely fill multiple cartridges. Reportedly, the customer was unable to push down on the plunger once 250 units of 300 units of insulin had been introduced into the cartridge. There was no impact to the customer's blood glucose levels. The customer continued use of the cartridges and resumed insulin deliveries.